Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the foot could not be retracted to remove the device. The lever was cycled open and closed, but the device could not be removed. A surgical cut-down under local anesthesia was performed freeing the device. The vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. There was a significant clinical delay reported in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.